Event description:
It was reported that bd insyte autog bc incomplete hub leaks at connection. The following information was provided by the initial reporter: ambulatory surgery at xx hospital had issue last week with IV catheters leaking where the blue hub connects to the extension tubing. It appears that part of the blue hub was missing. Started a #22 bd instyle autogaurd bc IV on this patient. Good blood return. Flushed with 10cc saline. Dressed. 10 minutes later patient called to say it was leaking. Piece of blue hub appears to be missing.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter adapter and a leak could not be confirmed from the unused representative 22g insyte autoguard devices that were received from lot #4082073. A visual examination and functional test revealed no damage or defects with the returned samples. The affected units were not returned for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Production records were reviewed, and this batch meets our manufacturing specification requirements.